Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a no delivery alarm on the insulin pump today. Customer stated that she was doing a bolus and received the alarm. Customer rewound the pump and nothing came out of the cannula. Customer removed the reservoir and stated that it was coming out but not from the cannula. Customer stated that it also happened yesterday. Customer changed the set on thursday evening and rewound yesterday. Customer changed the tubing due to seeing a big air bubble. Customer's blood glucose was 265 mg/dl. Customer treated with a manual injection for the high blood glucose. Customer stated that she has a back-up plan. Customer stated that the insulin did not exit during fixed prime and the pump alarmed no delivery. Customer reported greater than normal resistance during manual plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir.